Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the asymptomatic patient presented for routine follow-up. Upon interrogation, the left ventricular lead exhibited loss of capture and lead dislodgement due to twiddler's syndrome was noted. An x-ray was performed and the lead was confirmed to have been dislodged. The lead was removed and replaced on (B)(6) 2017. The patient was stable following the procedure.